Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent endovascular treatment of gastrointestinal bleeding due to portal hypertension in liver cirrhosis using the gore® viatorr® tips endoprosthesis with controlled expansion. During the tips procedure, after successfully accessed with the kit, physician advanced the delivery system to the target lesion and then pulled deployment knob to deploy device. Subsequently, it was planned to dilate the device with a balloon. However, a foreign object was found inside the device when delivering the balloon. The foreign object was then removed using a snare and was found to be the tip of the device delivery system that had remained. After removal, subsequent procedure was performed successfully and patient didn't experience adverse consequence.

Manufacturer narrative:
Update h6: update code b20 - the device remains implanted and delivery catheter was discarded in hospital. Update code c19 - a review of the manufacturing records indicated the lots met all pre-release specifications. Update code d15 - engineering evaluation summary: the device remains implanted and delivery catheter was discarded in hospital. Device evaluation: - a photo was provided of a delivery catheter broken into two pieces, separated at the distal end of the catheter body. - the catheter appeared to be twisted with material extended at the break location of the separated distal shaft. The physician¿s observation that a portion of the delivery catheter broke off was confirmed. Not enough information was provided to determine the cause of the reported event.